Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that in either (B)(6) of 2020, the adc freestyle libre sensor filament remained in arm after sensor removal. The customer reported there was pain and bleeding, and she lost consciousness at the site of the blood. The customer had contact with a healthcare professional, who removed the filament, disinfected the site, and applied compress and bandage. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to the sensor tip left in the body of the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported that in either march or april of 2020, the adc freestyle libre sensor filament remained in arm after sensor removal. The customer reported there was pain and bleeding, and she lost consciousness at the site of the blood. The customer had contact with a healthcare professional, who removed the filament, disinfected the site, and applied compress and bandage. There was no report of death or permanent injury associated with this event.